Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (severely calcified lesions with 80%stenosis, moderate tortuosity). Inherent risk of procedure (stent deformation, balloon burst). Related to operational context (device inspected prior to use with no issues noted; use of multiple devices). Evaluation conclusion: known inherent risk of a procedure. (Stent deformation, balloon burst). Device failure related to patient condition (severely calcified lesions with 80%stenosis, moderate tortuosity). Operational context caused or contributed to the event (device inspected prior to use with no issues noted; use of multiple devices). (B)(4).

Event description:
During the procedure physician treated severely calcified lesions with 80%stenosis in rca with moderate vessel tortuosity. The lesions were pre dilated with 2.50mm balloon device at 16atm for 8s; 60% of stenosis remained after pre dilatation. It is reported that the physician was attempting to implant an endeavor resolute device to the rca-pda and it was reported that the balloon ruptured at 12atm. The stent did not expand completely. The middle range of the rca was blocked when the stent and balloon was withdrawn. As a result the physician decided to terminate the pci. CABG (bypass surgery) was performed to successfully remove the balloon and deformed stent. The patient is reported to be stable. Device was inspected before use with no issues noted. The negative prep was not performed. The device was not moved or repositioned prior to the balloon rupture. No resistance noted between the balloon and other devices used in the procedure. It is further reported that the vessel was not pierced and that the physician is not sure what exactly caused the balloon rupture, he thinks it is contributed to the lesion calcification and device malfunction. The device was cut by the physician during the procedure and the distal portion of the device was discarded. It was reported that the lesion part of the patient was severely calcified, and it may be the main reason leading to the balloon rupture. The doctor thought that the main reason for the block in withdrawing the stent was balloon rupture; the stent was deformation and was not divided from the balloon. And the vessel is not very good, which has severe calcification. Device evaluation: device was returned inside guide catheter. The balloon and stent portion of the device were missing. The device appears to have been cut 22.8cm distal to the guide wire entry port. Cine image review: the images show the stenosis and calcification present in the diseased vessel which may have contributed to the reported balloon burst and subsequent blockage. They also appear to show multiple attempts to pre dilate lesions in the diseased rca vessel. The images then show the rca after the pre-dilation attempts with stenosis and calcification still present in the rca vessel. The images also show what appears to be the endeavor resolute 2.25x30 stent positioned in the vessel. The images also appear to show the endeavor resolute 2.25x30 stent after the reported balloon burst and multiple attempts to try and remove the stent from the rca vessel. ¿please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿